Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer was unconscious and was wasken up by his dog barking and nudging his face. It was reported that when customer woke up, his blood glucose was checked at it was 33 mg/dl.